Event description:
The international customer reported the ventilator could not work on ac power. The customer reported there was no patient involvement. The manufacturers service provider ordered a power supply for replacement to address the reported problem.